Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
Asku

Manufacturer narrative:
(B)(4). Leak failure, duckbill the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. This device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric band procedure the device kept loosing pnuemo when the grasper was being used. They completed the procedure with a new like device. There was no patient consequence reported.